Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02-jul-2019 the following findings: unable to duplicate complaint about keypad. No damage or peeling to keypad. All keys are responsive. Removed the keypad, no evidence of contamination on key contacts. Display lens leak. Moisture and moisture corrosion inside all pump: on display, on all boards, on keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.